Event description:
It was reported the system responded with a generator error during the case. The device was replaced and the case completed with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.